Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The revision reported may have been the result of prosthesis wear and fracture. The reason for the reported fracture could not be determined based on the information provided and it is unclear when the fracture may have occurred. The prosthesis wear may have been due to orientation of the components and/or bony overhang. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. Additionally, a contributing factor to the event may have been the tibial insert being packaged in a non-conforming bag for over 5 years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 4 years and 11 months post the initial left total knee arthroplasty, the central peg on this 13mm++ slope poly had broken and disintegrated. Huge amounts of white glug (?) From the lysis had formed. The surgeon extracted the liner and replaced with a 13mm crc liner. No parts or pieces of the device fell into the patient wound site. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 02-010-04-0240 - logic cr femoral por, left, sz 4 (B)(6). 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6).